Event description:
It was reported that the outer labels of the syringes 0.5ml 29ga 12.7mm blister 200bx stated they were "ultra-fine¿" needles. This was noticed prior to use. The following information was provided by the initial reporter: "for bd micro-fine¿ + the outer labels for all models shows ultra-fine¿"

Manufacturer narrative:
Correction: the following information has been updated: date of event: (B)(6) 2020. Date received by manufacturer: (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to unknown lot number.

Event description:
It was reported that the outer labels of the syringes 0.5ml 29ga 12.7mm blister 200bx stated they were "ultra-fine¿" needles. This was noticed prior to use. The following information was provided by the initial reporter: "for bd micro-fine¿ + the outer labels for all models shows ultra-fine¿¿"

Event description:
It was reported that the outer labels of the syringes 0.5ml 29ga 12.7mm blister 200bx stated they were "ultra-fine¿" needles. This was noticed prior to use. The following information was provided by the initial reporter: "for bd micro-fine¿ + the outer labels for all models shows ultra-fine.¿¿"

Manufacturer narrative:
H.6. Investigation: customer returned photos of drawings of bd product packaging. Customer states that for bd micro-fine¿ + the outer labels and for all models shows ultra-fine¿. This issue was investigated under situation analysis bddc-20-3844-sa. As per the situation analysis, the branding on the shipper box was modified to ultra-fine+ instead of micro-fine+ on revision 7 of the drawing, via (B)(4). This change was effective on 27 september 2019. The manufactured products since this date have been packed with the wrong branding. No other level of packaging were affected/modified. Associated CAPA 474644 was also initiated for this issue and found the following potential root causes: 1. No graphics quality procedures. 2. No redline files provided. 3. No verification tools to confirm accuracy of graphic updates. 4. Labeling review procedure, (B)(4), needs clarification on what needs to be checked when updating graphics. Proposed corrections for this issue include the following: correction to impacted sku¿s packaging drawing, as applicable, to align with branding requirements will be addressed via (B)(4). Unable to perform DHR check for label information incorrect due to unknown lot number. CAPA# 474644 was initiated.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the outer labels of the syringes 0.5ml 29ga 12.7mm blister 200bx stated they were "ultra-fine¿" needles. This was noticed prior to use. The following information was provided by the initial reporter: "for bd micro-fine¿ + the outer labels for all models shows ultra-fine¿".